Event description:
The customer reported being hospitalized for hypoglycemia. The blood glucose reading at time of the call was 235 mg/dl. The customer stated that the setting on his insulin pump was incorrect. The customer declined to troubleshoot the device. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.